Manufacturer narrative:
Approximate age of device ¿ the day of implant. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the implant procedure, the surgeon was unable to lock the pump on the apical cuff. The slide plate lock was bent upward towards the inflow conduit. The surgeon tried to fix the damaged cuff lock by bending it with a surgical instrument with no success. The backup implant kit was opened and a new pump and outflow graft were used successfully. It was reported that there was no negative clinical effect on the patient's condition. No additional information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the returned device confirmed an issue that would have contributed to the reported inability to properly engage the cuff lock. The pump was returned assembled with the pump cable intact. The modular cable and apical cuff were not returned. The cuff lock was not properly engaged. The cuff lock did not slide upon manipulation and could not be retracted as returned. Examination of the returned cuff lock revealed that the cuff lock latch spring was bent inward towards the cuff lock cover. When attempting to engage the cuff lock after the pump had been cleaned, the bent latch spring interfered with the cuff lock cover, preventing the cuff lock from being fully engaged in the locked position. A specific cause for the deformation of the cuff lock latch spring, as well as a duration of time for which it was present, could not be conclusively determined through this evaluation. Review of the device history records showed that the cuff lock installed on the returned pump passed all inspection and testing steps. Abbott will continue to track and monitor the issue of a deformed cuff lock latch spring. The blood-contacting surfaces of the returned pump revealed no evidence of depositions or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) explains how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. In addition, this document provides instructions in the event the cuff lock mechanism on the pump fails to engage. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.